Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2022-02244

Event description:
The customer of behalf of their child reported false negative results with the binaxnow covid-19 antigen self-test for two tests. This MFR. Report addresses test one (1) of two (2). The customer of behalf of their child reported one false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021. Two confirmation tests were conducted at the hospital via unknown platforms on (B)(6)2021 and generated positive results. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 172373, test base part number 195-430wl / lot: 169792. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172373 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to the self-test user performance, interpretation of the result, or the specific patient sample.